Event description:
The print final reports in batch via the scheduler, the user must set a date range for the system to search for available cases. If the date range is too extensive and the volume of cases to scan is over 10,000, some reports are not printed. There is no audit trail to trace the unprinted documents.